Event description:
Issues with three of our medication, our risperdal consta, 50 milligram single dose packs, faulty medication packs "[device defective]", no adverse event "[no adverse event]". Case narrative: this initial spontaneous report concerns product complaint of device defective and no adverse event from the united states. On 29-may-2026 amneal pharmaceuticals received information from other reporter via voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Product details included risperidone, 50 milligrams single dose packs (ndc, batch number, expiry, serial number were not reported). The reporter stated that they had issues with three of the medication, the risperdal consta, 50 milligram single dose packs. The reporter would like to report some faulty medication packs they had received. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event were unknown. The reporter did not provide the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.